Event description:
Over a period of the past six months, my daughter has had repeated serious eye infections that do not respond to routine antibiotics. After awhile, there is some remediation of the symptoms and shortly after she resumes use of her contacts and the amo complete moisture plus product, the condition returns. Symptoms include: eye pain, eye redness, blurred vision, sensitivity to light, sensation of something in the eye, and excessive tearing. The symptoms, appeared to the d.o. As those of other more common eye infections, but pt's symptoms caused severe eye pain. The d.o. Could not explain the voracity and the reoccurrences and especially the severe pain. I am reporting these events per the recall info supplied by the MFR and will be contacting my eye care professional. Route: intraocular. Dates of use: five months in 2007. Diagnosis or reason for use: clean soft contact lenses.